Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2021. During the procedure, the balloon popped inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.